Event description:
It was reported that a patient who had a left renal stone underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that the patient complained of severe nausea and dry retching post-operatively but did not vomit. Ondansetron four mg and stemetil five mg im were administered. It was determined that these events were non-serious, was not related to the device, and was probably related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding device relationship and product information to date, despite good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device history review (DHR) was not performed because the lot number is unknown, and a ship history review (shr) could not be conducted to identify the most probable lots. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Based on the available information and analysis results, a conclusion code of cause not established was assigned to this investigation, as it was unable to determine a probable cause for the complaint.

Event description:
It was reported that a patient who had a left renal stone underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that the patient complained of severe nausea and dry retching post-operatively but did not vomit. Ondansetron four mg and stemetil five mg im were administered. It was determined that these events were non-serious, was not related to the device, and was probably related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding device relationship and product information to date, despite good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who had a left renal stone underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that the patient complained of severe nausea and dry retching post-operatively but did not vomit. Ondansetron four mg and stemetil five mg im were administered. It was determined that these events were non-serious, was not related to the device, and was probably related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding device relationship and product information to date, despite good faith efforts.